Event description:
Discrepant results for several patient glucose samples. Initial results were very elevated and would then repeat in the normal range. The incorrect results were not used to guide therapy. The field service representative found the reaction bath was dirty and repaired the instrument by cleaning the bath.